Manufacturer narrative:
Follow-up at a later date was planned. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensed noise. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.